Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was making a loud high noise, and then the pump stopped and the message on the pump was a power up test failure code 4 and 5. The nurse called from the cvicu regarding these issues. He stated that he switched pumps 2x due to a loud high noise, then the pump stopped and the message on the pump was a power up test failure code 4 and 5. Since patient was hemodynamically stable, it was suggested to put the pump in standby and disconnect both ends of the helium extender tubing and empty the fluid in the sink or garbage. However this step was done already. It was recommended he keep the extender tubing as horizontal as possible and minimize the dependent loop. The two pumps that had the loud noise and power up test failure code 4 & 5 were sequestered and sent to biomed. This report is for the first iabp that was switched out. There was no patient harm reported. The second iabp is reported under ot 869403/MFR report # 2249723-2023-03726

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit noise related malfunction / power-up test fails # 4 (drive atm calibration). A getinge field service engineer (fse) stated there was a large amount of condensation built up in helium extender tubing. He stated that he switched pumps 2x due to a loud high noise, then the pump stopped and the message on the pump was a power up test failure code 4 and 5. Since patient was hemodynamically stable, I told him to put the pump in standby and disconnect both ends of the helium extender tubing and empty the fluid in the sink or garbage. He said he¿d already done that at least once and the fluid builds up in minutes. I recommended he keep the extender tubing as horizontal as possible and minimize the dependent loop. The two pumps that had the loud noise and power up test failure code 4 & 5 were sequestered and sent to biomed. No harm to patient. This complaint is for the first pump. He said it was power up test failure code 4. H3 other text : customer not responded.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was making a loud high noise, and then the pump stopped and the message on the pump was a power up test failure code 4 and 5. The nurse called from the cvicu regarding these issues. He stated that he switched pumps 2x due to a loud high noise, then the pump stopped and the message on the pump was a power up test failure code 4 and 5. Since patient was hemodynamically stable, it was suggested to put the pump in standby and disconnect both ends of the helium extender tubing and empty the fluid in the sink or garbage. However this step was done already. It was recommended he keep the extender tubing as horizontal as possible and minimize the dependent loop. The two pumps that had the loud noise and power up test failure code 4 & 5 were sequestered and sent to biomed. This report is for the first iabp that was switched out. The second iabp that was switched out and the iabp with the condensation are being reported separately. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.